Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded undersensing and failure to capture on the atrial channel, as well as no atrial pacing or sensing for approximately 8 seconds, which also led to right ventricular (rv) and left ventricular (lv) sensing labeled as premature ventricular contraction (pvc). Technical services (ts) reviewed the device data and discussed the presenting electrogram (egm) shows undersensing of atrial signals, which is due to the ventricular based timing in the device. The sensing programming was changed by the health care facility, and the most recent presenting egm shows no undersensing. The crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded undersensing and failure to capture on the atrial channel, as well as no atrial pacing or sensing for approximately 8 seconds, which also led to right ventricular (rv) and left ventricular (lv) sensing labeled as premature ventricular contraction (pvc). Technical services (ts) reviewed the device data and discussed the presenting electrogram (egm) shows undersensing of atrial signals, which is due to the ventricular based timing in the device. The sensing programming was changed by the health care facility, and the most recent presenting egm shows no undersensing. The crt-p remains in service. No adverse patient effects were reported.